Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the programmer would switch on or off by itself. A smell of smoke was noted coming out of the programmer.